Manufacturer narrative:
The damage found was sustained during procedure. The pulse generator was otherwise normal.

Event description:
It was reported that the pacer dependent patient presented for routine generator change out procedure. During the procedure, the set screw would not release the ventricular lead from the header of the generator. Multiple attempts to turn the set screw was unsuccessful, the physician elected to replace the lead. The pulse generator was explanted and replaced successfully.